Event description:
There was an allegation of questionable cholesterol, glucose, and hdl results for 1 patient sample on a cobas c 503 analytical unit. The initial cholesterol result was 28.7 mg/dl. On (B)(6) 2025 the repeated result was 163 mg/dl. The initial glucose result was 59.5 mg/dl. On (B)(6) 2025 the repeated result was 125 mg/dl. The initial hdl result was 19.4 mg/dl. On (B)(6) 2025 the repeated result was 41.3 mg/dl. The sample was repeated due to the results not matching the clinical status of the patient. The repeated results were believed to be correct.

Manufacturer narrative:
The cholesterol reagent lot number was 812043. The glucose reagent lot number was 822380. The hdl reagent lot number was 790064. The expiration dates were not provided. The field service representative performed checks and replaced the sample pipetting needle. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.